Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot#: l68862, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l69012, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, serial/lot #: (B)(4), ubd: 16-aug-2003, UDI#: (B)(4). Product ID: 3487a, serial/lot #: (B)(4), ubd: 16-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported issues with implantable neurostimulator (ins) system were discovered during pump replacement. The patient reported that when they opened up the patient battery, they determined that that the leads for the scs device were not working right and they had problems with the leads. The patient reported that the leads were broken. The patient reported that he really did not have problems before the replacement of the pump, just that the stimulation would run and would stop. The patient reported that that he had never had problems until manufacturer representative (rep) came in and checked it. The patient was questioning whether he could have an MRI. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.